Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific issue. The reported patient effect of tissue damage, as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. Based on the information reviewed, the reported leaflet grasping failure, difficulty removing from the anatomy, poor image resolution appears to be due to patient anatomy. The reported tissue damage is the result of procedural conditions. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The patient anatomy included a posterior flail, mitral leaflet calcification and mitral annular calcification. Due to the calcification, some visualization issues were noted. The clip delivery system (cds) was advanced into the anatomy. Grasp attempts were made; however, due to the patient anatomy, there was difficulty grasping the leaflets. The clip was pulled up out of the valve to reposition; however, it was thought that the clip grippers caught on the flail and the flail tore. The clip was unable to grasp the leaflets and was removed without issue. No additional intervention was performed to treat the leaflet tear and no clips were implanted. The mr remained unchanged at grade 4+. No additional information was provided.